Event description:
Customer felt the output of vaporizer was higher than expected. There was no reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was a scratched rotary valve. Investigaion of the valve determined that it was subjected to scratching of its sealing face. No foreign material was found to determine the cause of the scratch.